Manufacturer narrative:
This investigation complete. Upon further information this investigation will be updated.

Event description:
It was reported that a single event which showed a zero for the shock impedance measurements was noted when it comes to this device. The data was sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A review by engineering noted no other unusual diagnostic measurements or faults and it appeared the device was operating normally. Engineering suspected that the erroneous measurements could be due to noise. Additional information noted that shock testing was performed to verify the status of the right ventricular lead. Two good measurements were noted, thus normal follow up was recommended.